Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the lamp not turning on occurred due to the lamp door being shifted due to physical damage to the bottom chassis and front panel. The missing emergency light was confirmed. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Physical damage was found on the device, deforming the bottom of the chassis and breaking the front panel. These damaged components shifted the position of the lamp door on the top cover, and prevented the lamp switch from being accessed. Additionally, the spare lamp was missing, and the socket, connector, and air joint unit were all worn-out. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the lamp on his olympus halogen light source was not powering on. Additional details relating to the patient and the event have been requested but the initial reporter did not know any additional information. There was no patient harm or consequence reported as a result of this event.